Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during the implant procedure, the atrial lead dislodged during ventricular lead placement. The lead was not used. The patient was doing well after the procedure.